Event description:
A company representative reported that the tip of an aleutian straight inserter inner shaft fractured off intra-operatively, and that the tip remained in the implanted cage. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect the investigation.

Event description:
A company representative reported that the tip of an aleutian straight inserter inner shaft fractured off intra-operatively, and that the tip remained in the implanted cage. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequences to the patient.